Event description:
In 2007, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. The length from the lowest renal artery to the left hypogastric artery was short. The patient's anatomy was tortuous and had a slight narrowing of the right common iliac artery. Review of the final angiography showed that the left hypogastric was covered. There was retrograde filling of the left hypogastric artery. The right hypogastric artery was patent and filling was confirmed. The physician will wait and watch the patient.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted was pxt231216/05206500.